Event description:
This is a spontaneous consumer report from (B)(6) of fever and peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient experienced a fever and peritonitis (manifested by abdominal pain, cloudy effluent and fever) and was hospitalized (B)(6) 2010. On an unreported date, the patient was treated with cefazolin (1gm 2x/day) and gentamycin (40mg 2x.day). At the time of this report, the patient continued to be hospitalized and the event of peritonitis was resolving. The outcome for the event of fever was not reported. The root cause of the peritonitis was unknown. Pd therapy was ongoing.

Manufacturer narrative:
(B)(4). The patient was approximately (B)(6). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown.